Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed abrasion marks along the lead body. Further inspection showed a squeezed and deformed lead body approx. 35 cm distal to the df4 connector pin. In this region, the insulation and the coating of the conductor cables to the ring electrode were damaged. These findings can be considered as the root cause of the reported oversensing.based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead had been subjected to excessive mechanical forces as the result of clavicular first rib entrapment. In addition, deformations of the shock coil were observed, which most likely resulted from the explantation procedure.the values of the parameters measured during the electrical analysis were within the technical specifications.the manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that approx. 14 months after implant, lead was explanted due to oversensing. During explant, an insulation abrasion was reportedly visible.